Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented at a follow-up in-clinic with phrenic nerve stimulation after lead dislodgement. The lead was repositioned on (B)(6) 2015 and the patient was stable after the procedure.